Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 300 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned not deployed. The investigation found the device ran into an 0x34 hazard alarm signaling the processor reset for an unknown reason at zero pulses. The device did not run enough pulses to deploy the needle mechanism due to the hazard alarm. The device was reset, connected to a pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. The exact cause of the 0x34 hazard alarm could not be determined.